Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned for inspection, the cause of the customer's allegation could not be established, and a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a long cleaning time exceeding 30 minutes and improper reprocessing. The issue was found during reprocessing. There were no reports of patient involvement.